Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient's blood glucose elevated to 576 mg/dl that afternoon. There were no reported signs or symptoms of hyperglycemia. The patient was treated with insulin injection. The reporter stated that it was noted that there was no power to the patient's pump. The batteries were reportedly changed out several times, using different batteries from different packs, and there was still no power to the pump. The reporter confirmed during troubleshooting of the pump, that a new battery cap was not available to try on the pump. The reporter stated that the pump had been without power for an undetermined amount of time. The patient discontinued insulin pump therapy and began on a back-up plan. This complaint is being reported based on the patient experienced an adverse event while using a pump that was found to have lost power. The alleged power issue remained unresolved at the conclusion of the call.